Event description:
It was reported that at the moment of fixing the graft (hamstring) to the patient, a 7 x 25 mm biorci screw with an 8 mm head was used, this began to fit perfectly into the tunnel, but the device lost strength during the process of screwing. It was decided to get back the screw of the tunnel, and it was broken in half, the distal part was inside the patient and it was only possible to extract the proximal part (screw head). For this reason, it was not possible to make any other type of fixation since the tip of the screw was inside the tunnel.

Manufacturer narrative:
One 7x25mm biorci screw w/8mm head was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 12mm of the distal threads have broken off. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion likely due to inadequate site preparation. This investigation could not identify any evidence of product contribution to the reported complaint.